Manufacturer narrative:
Product analysis: visual and optical examination identified that the tip of the instrument has been sheared off and is missing. This is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion at l5-s1 due to degenerative disc disease and spinal stenosis. Intra op, while cleaning out the disc space, the cutting edge of uterine curette broke off. The broken piece was retrieved from the patient. No patient complications were reported.